Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the buttons on the insulin pump were all unresponsive, except for the act button. The customer reported that her hands were oily and that may have led to the keypad issues.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a battery out limit alarm and a keypad anomaly on the insulin pump. Customer's blood glucose was 156 mg/dl. Customer stated that the pump continues to scroll. Customer stated that the pump keypad keeps scrolling through the time when she is trying to set it and it will not stop. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.